Manufacturer narrative:
Masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. E1: initial reporter phone number exceeded allowable field length; initial reporter phone number is as follows: (B)(6). E1: initial reporter zip code exceeded allowable field length; initial reporter zip code is as follows: (B)(6). H3 other text: product not returned.

Event description:
The customer reported the rad-97 was "automatically getting off". There was no patient impact or consequence reported.

Manufacturer narrative:
The returned rad-97 was evaluated. The device powers on via battery and ac power, however, shuts down after powering up due to a loose cable connector between the connectivity and instrument boards. After reconnecting the cable, the device was able to power on and obtain measurements. During testing, the device provided a visual alert as the power button on the device blinked upon shutting down. E1: initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6). E1: initial reporter zip code exceeded allowable field length; initial reporter zip code is as follows: (B)(6).

Event description:
The customer reported the rad-97 was "automatically getting off." There was no patient impact or consequence reported.